Event description:
It was reported that there was "continuous down travel of c-arm." No injury reported. A field engineer was dispatched to the site and determined that the footswitch needed to be replaced. Once this was completed the system was working as intended.